Manufacturer narrative:
A review of the manufacturing records for these lots identified no substantial deviations and purport the products were manufactured and distributed sterile in compliance with FDA, state, local, and manufacturer operating procedures. There were no reports of device failure at the time of surgery. This MDR has been filed out of an abundance of caution.

Event description:
On 10/26/2017 acell received a notification from patient who experienced post-op complications after treatment with an acell device and artoura breast tissue expander on (B)(6) 2016. The patient stated she underwent a voluntary bi-lateral preventive mastectomy at (B)(6) on (B)(6) 2016 which included use of "matristem 8x16cm" and artoura breast tissue expander. The patient alleges a series of events in the post-operative period that required two additional surgeries on (B)(6) 2016. The post-op complications she alleges included: brachial neuritis, tissue necrosis, cellulitis, sepsis, staph infection, chest wall depression and caved in and fluid edema. Additionally, the matristem product became completely encapsulated which required removal on (B)(6) 2016. Patient alleges she has no known allergies to porcine. Patient describes herself as healthy and athletic prior to the procedure, however, her only current physical activity is physical therapy she receives 3 to 4 times per week. Upon receipt of this complaint, acell has followed up with the applicable sales representative to verify sales records and events that occurred during the procedure on (B)(6) 2016. Acell has also followed up with the surgeon who performed the procedure on (B)(6) 206, the surgeon asserted the complications experienced by the patient were not caused by acell device.